Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed oversensing of noise on the atrial lead resulting in inappropriate auto mode switch episodes. The patient reported experiencing pre-syncopal symptoms, it was believed due to pacemaker syndrome. The noise could not be reproduced in clinic. No electrical abnormalities were noted. The lead was explanted and replaced. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.